Event description:
Physician was treated a cavernous carotid fistula. Coil was deployed through stent and became stuck in struts of stent. Physician had difficulty detaching coil and decided to torque pusher at the proximal end. This caused pusher to break. Physician was unable to occlude fistula and decided to do a carotid take down. Coil and distal segment remained in carotid artery. Procedure completed with no patient issues or injury.

Manufacturer narrative:
Only proximal section (in relation to physician) of delivery pusher was returned for evaluation. Coil and distal section of delivery pusher were not returned by physician. The proximal section was damaged by torquing device. This prevented conclusive analysis of the device.